Manufacturer narrative:
The investigation into the vascular damage - peripheral vessel issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. No physical abnormalities were found. The re-position sheath was inserted in adjunction to the peel away sheath which is against the impella IFU. The peel away was left in during patient transfer which is against the impella IFU. Per the clinical information provided, the root cause of the vascular damage - peripheral vessel issue was most likely use related to improper technique. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 77-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The complainant reported that following a patient sheet change and turn in bed, the patient became very unstable requiring increases in pressers. The patient¿s hemoglobin was found to have dropped to 3.8 and required a transfusion. The patient was rushed to the catheterization lab and extravasation was found in the common femoral on the impella cp side. The patient was extremely impella dependent so the decision was made to place a new impella on the right side and explant the impella on the left side using a manta device. The physician was able to use a single access up and over technique for a balloon tamponade. The manta device failed closure. The team was able to place a covered stent. During the procedure, the patient arrested requiring cardiopulmonary resuscitation as well as a total of ten units of red blood cells.